Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was found to be outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately high. The reporter alleged readings of "9.5 mmol" on the lfs meter and "6.4 mmol/l" on a onetouch ultra2 meter. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.